Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days following the implant procedure, an alert for right ventricular (rv) lead high voltage impedance triggered. It was noted the impedance was high on the defibrillation coil, rv tip to rv coil, left ventricular (lv) tip to rv coil and the lv ring to rv coil with exit block stimulating the lv tip to rv coil pacing vector. A revision showed that the high voltage portion of the rv lead was not fixed in the header of the cardiac resynchronization therapy defibrillator (crt-d). Several attempts to fix the lead into the header of the device failed and the device was changed out. After the device was replaced, the lead could be fixed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the hvb (right ventricular high voltage) connector. The returned device indicated a damaged hvb grommet. The returned device indicated a hvb set screw with a rounded socket. The returned device indicated the hvb set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.